Manufacturer narrative:
Siemens healthcare diagnostics has determined that the cause of the discordant high prothrombin time (pt)/ international normalized ratio (inr) patient a siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and determined that the cause of the discordant high prothrombin time (pt)/ international normalized ratio (inr) patient sample results on one patient was due to defective tygon tubing that malfunctioned. The cse replaced the tygon tubing and the sample probe on the bcs xp analyzer (serial number (B)(4)). The system was returned to operation. No further evaluation of this device is required.

Event description:
Discordant high prothrombin time (pt)/ international normalized ratio (inr) patient sample results on one patient were generated using dade innovin lot 549706 on a bcs xp analyzer (serial number (B)(4)). The discordant, high pt/inr results were not reported to the physician. The same patient sample was repeated on the bcs xp analyzer (s/n (B)(4)) and lower pt/inr results were generated which matched clinical history. These pt/inr results were reported to the physician. All quality control was in range prior to testing. There are no reports of patient intervention or adverse health consequences due to the discordant, high pt/inr patient results.

Manufacturer narrative:
24-may-2018 corrected information: the initial MDR was filed on 22-may-2018. However, "additional narratives", the statement "siemens healthcare diagnostics has determined that the cause of the discordant high prothrombin time (pt)/ international normalized ratio (inr) patient" was meant to be removed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and determined that the cause of the discordant high prothrombin time (pt)/ international normalized ratio (inr) patient sample results on one patient was due to defective tygon tubing that malfunctioned. The cse replaced the tygon tubing and the sample probe on the bcs xp analyzer (serial number (B)(4)). The system was returned to operation. No further evaluation of this device is required. In addition, a correction needed to be made to unique identifier (UDI) number. The UDI number listed in MDR 9610806-2018-00050 is (B)(4). UDI has been corrected and updated with the correct UDI number (B)(4).